Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. Insulin pump received with cracked battery tube threads noted.

Event description:
The customer reported via phone call that battery compartment was cracked. Customer's blood glucose was 150 mg/dl at the time of the incident. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.